Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the patient presented in clinic during routine follow up, crosstalk was observed. The device was reprogrammed. The patient did not experience any difficulties.